Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. It was reported that the pacemaker and this rv lead exhibited a high in range pacing impedance measurement of 1954 ohms in bipolar configuration. After the lss, the pacing impedance was 381 ohms in unipolar. The cause of the lead impedance was undetermined at this time, and loss of capture was not confirmed. The field representative reported device replacement would be performed at a later date.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information added to b5. H6 updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This rv lead remains in service. No adverse patient effects were reported.